Event description:
It was reported that the right ventricular lead had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal conductor was pulled/stretched/overstressed and there was blood and body tissue/fibrotic growth on the distal electrode. The sleeve head of the distal electrode was blocked and the inner insulation was kinked/buckled. Visual analysis noted apparent explant damage and the lead was stretched. Concomitant product: addr01 implantable pulse generator (ipg) 2012 (B)(6). (B)(4).